Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic. The right atrial lead exhibited low impedance measurements and had recorded noise episodes. The lead was capped and replaced. The patient was in stable condition post surgery.